Event description:
The customer reported that the system was getting overload faults when taking large x-ray shots. There was also a regulator fail error message and a discrepancy with the kv and mass. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced the generator batteries. The system operates as intended.